Event description:
A customer reported that a tandem charger was not working, and a third-party charger was being used to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump charging supplies.